Event description:
It was reported that a patient underwent a hernia repair procedure in 2008 and mesh was used. The patient was returned to surgery in 2012 where it was found that the mesh had eroded through the sigmoid colon. The mesh as well as a portion of the colon was surgically removed. No additional information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This medwatch report is in response to receipt of maude event report (B)(4).